Event description:
It was reported "fracture to lumen underneath white hub". A new PICC line was placed under fluoroscopy and it was reported there was a minor injury. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with two relevant findings. One non-conformance was initiated in regard to extrusion not within the minimum specification and one non-conformance was initiated in regard to extension line leak during use. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "fracture to lumen underneath white hub". A new PICC line was placed under fluroscopy and it was reported there was a minor injury. Additional information was requested, but was not available at the time of this report.